Manufacturer narrative:
The device was received by resmed and an evaluation confirmed the device settings could not change with arrows. However, the rest of the touchscreen was operative. The top case was recalibrated to address the issue. The device was serviced and fully tested before it was returned to the customer. Based on all available evidence and complaint investigations of a similar nature, an investigation determined that the reported complaint was due to device specification limitation. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device had an unresponsive touchscreen on the right side and user was unable to change settings with arrows. There was no harm or serious injury as a result of the event.